Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a pump error alarm from the insulin pump. The customer's blood glucose level was 7.2 mmol/l. The customer stated that they were sleeping and the pump stated to alarm power loss. The customer was advised to program a normal bolus. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance  electrical board after disconnecting and reconnecting the internal battery connector on  electrical board, the pump was monitored and functioned properly.